Event description:
A us distributor contacted zoll to report that an italian patient developed a skin rash. There was no alleged device malfunction contributing to the irritation. Patient was prescribed medication by a physician. Follow up indicated that the rash is improved and completely healed.